Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. During the implantation, the surgeon found a foreign object and removed it. The lens remains implanted.

Manufacturer narrative:
Correction: g3 - date received by manufacturer : "29-aug-2024" should be changed to 30-aug-2024 in initial MDR h6 - medical device problem code (a): "1451" should be 3189 in initial MDR. Addtional information: h6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. DHR review found 24 of 40 lenses rejected for code 54 (particles on lens). Associated qe (23-377) may have contributed to the large number of rejections. No evidence found to suggest this is true. Lab analysis was conducted and found a fiber composed of polyamide which best matched a nylon 6. The ms&t team was consulted to identify potential sources within the manufacturing process. It was concluded that the polyamide most likely came from the surgical field. Testing with foamtec did not identify this material within cr9 or cr10. The root cause of the event could not be identified. Device evaluation: h3 - device evaluation: a vial with liquid was returned with no lens in box. Visual inspection found no lens was returned; a clear fiber/particulate was noted in a lens vial. The vial was not opened in lab to avoid further contamination. Claim # (B)(4).